Event description:
During the atrial fibrillation procedure, after the introducer was inserted into the heart, the syringe was used to try to aspirate blood but an air leak from the valve occurred. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The physician confirmed that air was not moved into the patient's body.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.